Event description:
A talent abdominal stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approx 11 months ago. Aneurysm morphology at the time of implant was not reported. Vessel morphology was reported as non-tortuous and mild calcification. The limbs were not crossed during the implantation. It was reported that the pt returned for a f/u approx 1 month ago, and the CT demonstrated that there was stent graft occlusion. There was thrombosis from the stent graft bifurcation down to the end of the limb as there were no kinks in the stent graft and the vessels were straight, the cause of the occlusion is unk. The physician elected to intervene for the occlusion by performing a femoral-to-femoral bypass, with successful results. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval: results: (graft occlusion).